Manufacturer narrative:
Continuation of d10: product ID unk-nv-ap-ID (lot: unknown); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that there was an embolization procedure for pelvic varices in a patient with symptomatic pelvic congestion syndrome. The initial phlebography after selective catheterization of the left gonadal vein revealed ovarian and peri-uterine varices, with a significant early pelvic leak point (early opacification of the left internal iliac vein). Embolization of the left gonadal vein was performed using detachable coils, controlled with concerto helix. Two 18 mm coils were successfully deployed without incident. During the placement of a concerto coil (20 mm diameter x 50 mm, helix ref pv-20-50-helix, lot d008415), it was not possible to detach the coil, which resulted in unraveling of the proximal part of the coil, which became impacted in the catheter. It was impossible to properly release or retrieve the device. The proximal end of the unraveled coil was present in the superior vena cava at the end of the procedure. Current patient status was not reported. Actions taken in the healthcare facility for patient management included removal of the device. Vascular surgeon was consulted for an opinion. Then, contact was made with the hospital where the patient would be expected the following day for a device extraction procedure on (B)(6) 2025. Anticoagulation was prescribed following the multidisciplinary meeting (rcp) at the hospital on (B)(6) 2025. There were no patient symptoms/injuries related to this event. It was unknown if there was an assessment for product/therapy/procedure relatedness made by the investigator, sponsor, or clinical events committee (cec).

Event description:
Additional information received clarified that the coil was not implanted in the patient.

Manufacturer narrative:
G2: it was corrected that the patient was not part of a clinical study. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.